Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. Analysis of ins, serial # (B)(4), found no significant anomaly. The ins battery was at a reduced capacity due to overdischarge. However; the device was able to be recovered from its overdischarge state and passed functional testing. Analysis of lead, serial # (B)(4), found that the lead proximal end connector was not completely seated in the connector port and the setscrew impression was too proximal.

Event description:
It was reported that the patient's implantable neurostimulator (ins) and leads were returned with no known complaint. No patient symptoms were reported. Indication for use was lumbar radiculopathy.

Manufacturer narrative:
Additional review indicated conclusion code is no longer applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.